Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose value at time of incident was unknown. The customer also reported that the size of air bubble was 0.2 cm. The customer was reported that the air bubbles was seen at 2nd o-ring. The reservoir will not be returned for analysis.